Manufacturer narrative:
The reported event was confirmed. The service evaluation revealed a defective inflow. Furthermore, the distance between front bezel and display is too small.

Event description:
It was reported that the device has suction problems. This was noted after the surgery. There was no harm or adverse event for patient, operator or third party reported. No further information received.

Manufacturer narrative:
Additional info: g.3 event description: it was reported that the device has suction problems. The reported event was confirmed. The service evaluation revealed a defective inflow. Furthermore, the distance between frontbezel and display is too small. The most likely cause for the reported failure can be attributed to wear and tear.